Manufacturer narrative:
(B)(4). Batch # p5667j. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60d cartridges present. The cartridges reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the vats ivor lowis, after fired on the 4th and 5th firing, found the staples malformed with irregular shape, and no cut line. All 4 steps strokes were finished. Another like product was used to complete the procedure. There is no report on the patient's injury.